Manufacturer narrative:
Concomitant medical product: a3dr01 ipg, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitation. The right ventricular (rv) lead exhibited short ventricular to ventricular intervals. The lead remains in use. No patient complications have been reported as a result of this event.